Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damge was noted. The hand-activation contacts were in good condition. No activation issues were noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that prior to an unk procedure, there was no function at all. No further info available. Another like device was used. There was no pt consequence.